Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The customer stated that the device did not alarm during or after the frozen display occurred. The customer also stated that the insulin pump was rested and a new battery was inserted, but the frozen display continued. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.